Event description:
It was reported that the patient had hepatic dysfunction with an elevated gamma-glutamyl transferase (ggt) on (B)(6) 2022 of 118 and abdominal ultrasound was completed. An echocardiogram was done and a small to moderate amount of echogenic material in the pericardial space was found. On (B)(6) 2022 there was a moderate partially echogenic pericardial effusion seen mostly around the side of the heart. There was no obvious cardiac compression. The hepatic dysfunction was up trending. With a continuous rise in aspartate aminotransferase (ast) and alanine aminotransferase (alt). On (B)(6) 2022 ast was 142 and alt was 84. The reason for monitoring the hepatic dysfunction was the recent rise in liver function tests. The patient had persistent low flow alarms and was changed to low flow controller on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported hepatic dysfunction and patient-related condition could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), with no further related issues at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists hepatic dysfunction as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.